Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient went to the emergency room because the patient was complaining that the insulin was hurting when being delivered, the pod was leaking and they had hyperglycemia. The patient's blood glucose (bg) levels reached 535 mg/dl while wearing the pod on the arm between 24 and 36 hours. Symptoms reported include nausea and pain. The patient did not receive a diagnosis but was treated with intravenous (IV) fluids and had their bg levels monitored by finger sticks. The patient was sent home on same day.